Event description:
The back haptic of the lens broke during insertion with the injector. The cause of the event was the iol jammed in the cartridge. The lens was removed and exchanged without incident. Another type lens was implanted.